Event description:
Customer reported a cartridge alarm 20 experienced repeatedly from (B)(6) 2025, during the pumping process. There was no adverse impact to the customer¿s blood glucose level, with the level not exceeding 500 mg/dl. Customer was informed by technical support that a replacement pump with updated software would be sent and was advised on using an alternate therapy to ensure insulin delivery was uninterrupted. The customer agreed to the actions and understood the process for returning the faulty pump.